Event description:
It was reported that the patient was hospitalized due to a seizure. There was no indication that it was related to the implantable n eurostimulator (ins). However, the patient experienced a loss of therapeutic effect, but did not have access to a patient programmer to trouble shoot the ins. Follow up information reported that the patient was released from the hospital. The patient was supposed to follow up with the company representative and their physician as needed, but it was noted that they were moving from (B)(6) to (B)(6) and had no follow up physician lined up. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension: model 748951, serial# (B)(4), implanted: 2005 (B)(6), explanted: na, lead: model 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: na, programmer: model 37743, serial# (B)(4). (B)(4).